Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the helix was advanced and retracted multiple times and eventually the helix was blocked and would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.